Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that a patient presented with deep infection, which was treated with revision surgery (irrigation and debridement, polyethylene exchange, and intravenous antibiotics). Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported in the publication "orthopedics sep-2010 - vol 33, issue 9. Can high-flexion tibial inserts improve range of motion after posterior cruciate-retaining total knee arthroplasty?". In this study there were 144 patients / 164 knees bearing s&n genesis ii tka system (with either standard cruciate insert or high-flexion cruciate insert). It was reported that 1 patient suffered from a deep infection, treated with revision surgery (irrigation and debridement, polyethylene exchange, and intravenous antibiotics).